Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-08252: it was reported the pt experienced shooting/stabbing sensation started at the ipg site and down to her right toe. The pt also experienced itching sensation during and after the charging session and the ipg required frequent charging. The skin over the ipg felt hot to the touch during charging. The feeling had persisted for 24 hours after the charging session during the stimulation was turned on and off. Follow-up indicated the pt reported she felt the ipg battery was leaking inside her body and the ipg was burning through her skin. The pt was planning to go to the emergency room due to the issue. The pt was later seen by the physician who reported minimal warmth after charging for 20 minutes. The physician advised to use ice pack after charging. No further information is available at this time.

Manufacturer narrative:
Correction numbers: 1627487-07262012-001-c. On 08/01/2012, st. Jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.